Event description:
I used bausch and lomb contact solution and my eyes were very red, puffy, had discharge. I had no idea what was wrong with my eyes. It got so bad that I went to the emergency room where I was told to follow up with my eye dr. I've seen about five different eye drs because nobody knew what was wrong with my eyes. They had me try out different brand contact lenses and nothing worked. They also prescribed different medications to fix the problem and still nothing worked. Finally the last eye dr, I went to see, told me to try changing my contact solution. I changed my solution and my eyes began to get better immediately. They have not been red, swollen, discharge ever since. This whole thing lasted for about two months or so.